Event description:
A surgeon reported that the primary and secondary incisions did not cut where the control points were placed. Phacoemulsification was performed, however, the patient experienced a wound leak, and suture was used to close the wound. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).